Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection betwen the transmitter and receiver that occurred on (B)(6) 2015. Patient's husband was educated about what may cause temporary loss of connection. At the time of contact, no injury or medical intervention was reported.